Event description:
It was reported that during a rental check in performed by a getinge service terrtory manager (stm), the cs300 intra-aortic balloon pump (iabp) was observed to not be able to enter into the service menu. It was noted that the keyboard issue was due to a malfunction of the main board. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp unit and replaced the main board. Preventative maintenance (pm) was completed including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during a rental check in performed by a gettinge service terrtory manager (stm), the cs300 intra-aortic balloon pump (iabp) was observed to not be able to enter into the service menu. It was noted that the keyboard issue was due to a malfunction of the main board. There was no patient involved and no adverse event was reported.